Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument successfully passed manual articulation testing of all inputs. External and internal visual inspections were performed, with no issues identified. The instrument was installed and operated on an in-house system, where it passed recognition and engagement testing. It demonstrated intuitive movement with full range of motion in all directions, and the grips opened, closed, and grasped properly. The instrument was removed from the system without issue. The instrument was fully functional, and no product-related issues were identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the system had a message stating that the cadiere forceps instructing removal from universal surgical manipulator (usm) arm 4. The instrument was holding tissue and so the tip was opened with a hex wrench and the instrument was removed. The procedure was completed with no reported injury.